Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# n152726008, implanted: (B)(6) 2008, explanted: (B)(6) 2015, product type: catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that on (B)(6) 2015, the entire pump system was explanted and replaced. There was white milky substance located in the pocket. Gram stain and cultures were done on fluids. The physician decided to proceed and replace the entire system. The physician aspirated fluid from the pump and catheter and it appeared clear. The drug was transferred to a new pump. The cause of the event was unknown. The pump system was delivering morphine and fentanyl. The patient's status at the time of report was alive-no injury. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent).

Manufacturer narrative:
Analysis of the pump, model# 8637-20, sn: (B)(4), found no anomaly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.